Event description:
It was reported that shaft break occurred and patient went into ventricular fibrillation. The target lesion was located in the left anterior descending artery (lad). After placing the first promus elite stent, a 16 x 2.50mm promus elite mr was advanced for deployment. However; the shaft broke and stent that was still mounted on the balloon was floating in the lad. Several snaring attempts were unsuccessful. The patient started to decompensate and went into ventricular fibrillation. The patient was then transferred to a different hospital for surgical bypass but did not happen. No further complications were reported.

Event description:
It was reported that shaft break occurred and patient went into ventricular fibrillation. The target lesion was located in the left anterior descending artery (lad). After placing the first promus elite stent, a 16 x 2.50mm promus elite mr was advanced for deployment. However; the shaft broke and stent that was still mounted on the balloon was floating in the lad. Several snaring attempts were unsuccessful. The patient started to decompensate and went into ventricular fibrillation. The patient was then transferred to a different hospital for surgical bypass but did not happen. No further complications were reported. It was further reported that the detached fragment was completely removed and the patient was discharged status post bypass surgery.

Event description:
It was reported that shaft break occurred and patient went into ventricular fibrillation. The target lesion was located in the left anterior descending artery (lad). After placing the first promus elite stent, a 16 x 2.50mm promus elite mr was advanced for deployment. However; the shaft broke and stent that was still mounted on the balloon was floating in the lad. Several snaring attempts were unsuccessful. The patient started to decompensate and went into ventricular fibrillation. The patient was then transferred to a different hospital for surgical bypass but did not happen. No further complications were reported. It was further reported that the detached fragment was completely removed and the patient was discharged status post bypass surgery. It was further reported that the lesion was 80% stenosed, non tortuous and moderately to severely calcified. The intended location for the stent was in the proximal lad. The lesion was pre-dilated with a 2.0x12mm compliant balloon.

Manufacturer narrative:
The promus elite us mr 16 x 2.50mm stent delivery system was returned for analysis broken in 3 places resulting in 4 sections. A visual examination of the stent found stent damage with struts in the proximal end of the stent lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube lasercut break 1080mm distal to distal end of strain relief, with multiple hypotube kinks was noted. The lasercut section was 118mm in length with core wire exposed at both ends. A examination of the shaft polymer extrusion found a second break in the distal polymer extrusion section including the exchange port, measuring 107mm in length. Multiple kink along the length of the section with bunching at exchange port area. A third break was noted with a distal shaft break 143mm proximal to the distal tip. Multiple polymer extrusion kinks along length of distal section were also noted. Midshaft extrusion bunching distally onto hypotube shaft 870mm distal to the distal end of strain relief was also noted. An examination of the tip found tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred and patient went into ventricular fibrillation. The target lesion was located in the left anterior descending artery (lad). After placing the first promus elite stent, a 16 x 2.50mm promus elite mr was advanced for deployment. However; the shaft broke and stent that was still mounted on the balloon was floating in the lad. Several snaring attempts were unsuccessful. The patient started to decompensate and went into ventricular fibrillation. The patient was then transferred to a different hospital for surgical bypass but did not happen. No further complications were reported. It was further reported that the detached fragment was completely removed and the patient was discharged status post bypass surgery. It was further reported that the lesion was 80% stenosed and was modeartely to severely calcified. The intended location for the stent was in the proximal lad. The lesion was pre-dilated with a 2.0x12mm compliant balloon.